Event description:
On (B)(6) 2015, this patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The bilateral renal arteries needed to be intentionally covered by a trunk-ipsilateral leg component to obtain sufficient proximal seal, so a non-gore stent (express) was implanted in each of the renal arteries using snorkel technique. The patient tolerated the procedure. On an unknown date, follow-up imaging showed that the trunk-ipsilateral leg component migrated distally into the aneurysm sac. It was reported that the landing zone was short (around 10 mm) and the endoprosthesis was not firmly secured to the vessel wall. The cause of the migration is attributed to lack of appropriate landing seal zone. On (B)(6) 2020, re-intervention was performed, and a non-gore stent graft (endurant) was additionally implanted from just distal to the ostium of the superior mesenteric artery. The bilateral renal arteries were intentionally covered with the patient¿s approval. The patient tolerated the procedure.